Event description:
In 2002, a pt collapsed during a unit run. Attempts to defibrillate the pt, who appears to have experienced cardiac arrest, were unsuccessful. Indications are that the lifepak 12 failed to discharge.